Event description:
Dentist performing quadrant of crown preps, caused severe burn to inside of cheek on pt.

Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Contamination was observed in bearing assembly, causing overheating/damage to the bearing retainer, and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.